Event description:
In 2007, this patient was implanted with gore tag thoracic endoprosthesis for a transection. Post-operative computed tomography imaging revealed an unspecified endoleak. Patient is reported to be in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.